Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that during implantation of the stent, a dissection was observed at the proximal edge of the stent, in the rca. Another zeta 3.0 x 13 mm stent implant was used to treat the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- the stent delivery sys. (Sds) was not returned for analysis. Dissection, as listed in the instructions for use. (IFU), is a known adverse event associated with coronary stenting. This known pt effects is not necessary an indication of a product quality issue. Review of the device mfg record showed that the lot met all mfg criteria. In this instance, a conclusive root cause of the reported pt effect and its relationship to the sds, if any, cannot be determined.